Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass.

Event description:
Customer reported via phone call that the insulin pump was damaged and was beeping without any display on the screen. The customer blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting. Customer stated that the crack in casing under the screen at the front of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.